Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle into endoscope working channel and use normally, during biopsy user detected the needle advancement difficulty. User then changed to a new needle to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-feb-2026.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2333410 of echo-1-22 was returned for evaluation, in its original packaging. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th of january 2026. Visual inspection: proximal kink observed below sheath extender. Distal end of needle examined and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract with slight difficulty. Stylet removed from device without issue. Stylet re-inserted into device with difficulty. Needle removed from device and kink observed below the sheath extender. The reported failure was observed. Manufacturing records: prior to distribution all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2333410. A review of the manufacturing records for echo-1-22 of lot number c2333410 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. A possible root cause could be attributed to an unfavorable position of the device within the scope or the device possibly being held at an angle during the procedure causing the needle to kink below sheath extender and subsequently resulted in the needle advancement issue encountered by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: needle advancement difficulty. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to an unfavorable position of the device within the scope or the device possibly being held at an angle during the procedure causing the needle to kink below sheath extender and subsequently resulted in the needle advancement issue encountered by the user. Complaints of this nature will continue to be monitored for similar events. The complaint is confirmed based on visual and/or functional inspection.